Event description:
The fse reported intermittent control panel errors. This error causes the system to shut down thereby resulting in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor pcb was evaluated and reseated. The service representative evaluated the power supply and decided to replace it later. The system was tested and found to be working as intended and returned to service.